Event description:
It was reported that "upon insertion of the second anchor-c screw, the locking ring got caught on the edge of the cage and began to peel off. The doctor then backed screw out and put in a new one with the same thing happening again. He then was trying to readjust the 8 mm guide/inserter tip and the threaded inner rod broke off into the hole of the cage. The broken piece could not be removed and wasn't causing adverse consequence to the pt so it was left in. A new screw was then put in successfully without the use of the broken guide. The same issue occurred with the 7 mm inserter, but the tip was only bent, not broken."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.